Manufacturer narrative:
The main component of the system and other applicable components are : product ID: 3387-40, lot# j0107926v, implanted: (B)(6), product type: lead. Product ID: 3387s-40, lot# va0f24j, implanted: (B)(6), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative with an implantable neurostimulator (ins) for essential tremor movement disorders. It was reported that the patient was experiencing cranial lead stimulation. The patient's leads were removed and replaced. It was noted that there were two metal clips on each lead that were removed, and impedance measurements were normal. The patient is now receiving therapy and it was stated that the issue was resolved. It was unknown when the stimulation at the cranial site first began. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that the doctor noted the cranial stimulation started on (B)(6). The patient was then scheduled for a lead revision. The cause of the cranial stimulation was not determined but there were two clips noted on the lead. The rep could not determine if the leads were damaged and the account did not release the product to the rep.